Event description:
It was reported that during a follow up, high impedance, high capture threshold and low sensing were observed. The physician re-programmed the rv pacing amplitude.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that noise on the atrial and ventricular channel were observed. During lead revision, insulation damage at the proximal part of the lead was observed. It was noted that the lead was implanted without the suture sleeve tied. The lead was capped and replaced.